Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. The biomed determined the cause of the reported issue was due to the user interface pcb and system pcb assemblies. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.